Event description:
Patient was in ep lab for removal of recalled riata rv lead. Patient's blood pressure dropped and code initiated. Patient emergently taken to or for repair of innomante vein, superior vena cava, and left subclavian vein injury. Approximately twenty hours post surgery patient has an acute neurological status change. CT revealed acute multifocal infarcts. Patient diagnosed with malignant intercranial hypertension and taken to or for right frontal, temporal, parietal craniectomy. Twenty-one days later patient is terminally extubated and expires.